Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulsed field ablation (pfa) procedure, the patient experienced a pericardial effusion and subsequent cardiac tamponade. During the procedure, a farawave 31 mm - us catheter was selected for use, and transseptal access was performed using the versacross connect system. The procedure was completed without reported complications. Approximately two days post - procedure, the patient presented with complaints of chest pain. Diagnostic evaluation at that time showed no evidence of pericardial effusion. The patient was treated for pericarditis and discharged. Approximately two weeks following the procedure, the patient returned to the emergency department with complaints of shortness of breath and chest pain. Further diagnostic testing revealed the presence of a pericardial effusion, which required pericardiocentesis and additional clinical monitoring. No device malfunction was reported. The device is not expected to be returned for laboratory analysis. It was disposed. No additional information was provided.